Event description:
The patient had a full vns replacement surgery on (B)(6) 2016. The site reportedly will not return explanted products based on their policies and practices. No additional pertinent information has been received to date.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient¿s vns system registered low lead impedance. The patient (B)(6) generator was later programmed off in relation to the low impedance issue. Review of the patient¿s implant card from the implant surgery of the vns system showed impedance was within normal limits at time of implant. The patient was referred for a full replacement surgery. It was reported that the patient is autistic and hits his generator site. The patient¿s behavior was assessed to may be the cause of the low impedance. X-ray assessment from the treating physician was provided, but the condition of the implanted lead could not be inferred from the description given. Surgical intervention has not occurred to date. The generator and lead dhrs were reviewed and found all specifications were met prior to distribution.